Event description:
It was observed during the device evaluation, the deflectable videoscope received a b30 scope communication error code due to damage to the charged coupled device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. It was presumed that physical stress was applied to the distal end causing damage to the charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.